Event description:
It was reported that after a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar forceps instrument had a black wire protruding. The procedure was continued as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was observed intraoperatively. There were no exposed wires due to insulation damage. The cable was not broken in half. There was no loss of cautery associated to the failure. No arcing or thermal damage was observed. There is no report of a fragment falling into the patient's anatomy. The instrument was inspected prior to use and no damage was observed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Maryland bipolar forceps was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of frayed distal instrument grip cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.

Event description:
Refer to h11 for follow-up information.